Manufacturer narrative:
Correction to g2 to align with e2/e3 updated b5 with additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, water invaded light guide -connector, which led to abnormality of electronic parts. As a result, the suggested event occurred temporarily. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" inspection of the endoscopic image confirm that the wli and nbi endoscopic images except bf-mp290f are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device was inspected during preparation for use for an unknown procedure and was completed with a similar device (cv-290).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light guide connector had liquid intrusion which resulted in the noisy image. Additionally, scope communication error e216 could not be reproduced or conformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had an e216 (scope communication error) and noisy image. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.